Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the frame broke on the left side. Also bent, but not broken completely, on the right side, on the part that is between the push handles and the armrests. MDR filed.